Event description:
Caller reported the advantage system gave a blood glucose result of 478 mg/dl, customer reported unspecified symptoms. Customer self-treated, took medications based on the advantage result; neither treatment nor medications specified. Her meter result 30 minutes later was 50 mg/dl, customer taken to hospital. Hospital meter result, an unspecified time later, was 50 mg/dl; customer was treated with juice and food. A request was made for the return of the system, and a replacement was sent.